Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:45:55. During night drain cycle three, the patient's ultrafiltration reading was 1206ml, indicating the home patient (hp) drained 1206ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. Review of the event log revealed that cycle three received a partial fill of 1982 ml. The cycle three drain was completed on (B)(6) 2011 at 05:38:41, and the user's actual drain volume during cycle 3 was 3188 ml. The actual drain volume of 3188 ml is 159% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.